Event description:
It was reported that the patient presented remotely. It was noted that the loop recorder could not be interrogated remotely. Migration was suspected. No intervention was performed. The patient was in stable condition.